Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 23ga 1in had foreign matter. The following information was provided by the initial reporter: "the piece of debris appeared to come out of a blue needle when I removed the cap, to give a vaccination. The needle itself appeared to be undamaged and intact but I discarded it anyway, the needles are bd microlance 23g batch 230902, exp 08/2028. I have reported it to my manager, as far as I am aware none of my colleagues have had any issues, I have been asked to bring it to your attention by our pharmacy superintendent."

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. The picture samples showed a small metal tube that appeared to be the cannula component material. It is possible that the metal piece resulted from a cannula of another caliber and a mixture of material. In the final cleaning process, it was observed that the carts used to pack and/or transport the cannula components had holes in their base. As the carts have more than one base, there was a risk of mixing calibers in the cases that are stored on the lower bases. It was possible to confirm the risk of smaller caliber cannulas falling in with larger cannulas or being lodged inside. Corrective actions were taken to address this issue and implementations were made to reduce the risk of this defect recurring. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.